Event description:
It was reported that the day of report the surgeon used a tined lead in a ¿heavy-handed and unrecommended fashion.¿ specifically, he tried to readjust the lead introducer depth placement while the lead was still inside the lead introducer. This resulted in the lead becoming bent and the stylet perforating through the end of the lead between electrodes 0 and 1. An impedance test was conducted that showed the lead was damaged and 9 out of 10 electrode configurations were greater than 4000 ohms. A replacement lead was ultimately implanted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the tined lead found the outer insulation was perforated by the stylet wire between the #1 and 2 electrode sleeves. Normal impedances were measured on all circuits and electrode pair combinations. The lead was electrically ok.

Manufacturer narrative:
Concomitant product: product ID: neu_stylet_acc, lot# serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.